Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a rotapro device. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined.the burr catheter was received attached to the advancer unit and a portion of the proximal end of the rotawire was returned inside of the device. The broken proximal end of the rotawire was removed from the device with no issue. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil has become stretched due to manipulation during the procedure. A device to device interaction test was performed by inserting a test guidewire into the device and it was able to pass through. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck on the guidewire. A 2.0mm rotapro catheter and a rotawire guidewire were selected for an atherectomy procedure. A 1.5mm device was initially used and then exchanged for the larger 2.0mm rotapro catheter. When attempting withdrawal of the rotawire from the coronary artery, the burr became stuck on the wire. The rotapro and rotawire were removed together from the patient. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the burr became stuck on the guidewire. A 2.0mm rotapro catheter and a rotawire guidewire were selected for an atherectomy procedure. A 1.5mm device was initially used and then exchanged for the larger 2.0mm rotapro catheter. When attempting withdrawal of the rotawire from the coronary artery, the burr became stuck on the wire. The rotapro and rotawire were removed together from the patient. The procedure was completed with a different device. No patient complications were reported.